Event description:
The customer received a malfunction alarm. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer was assisted by tandem technical support to reset the pump and was advised to continue using it. There was no recurrence of the malfunction code after the pump was reset and the customer continued to use the pump for insulin therapy.